Event description:
A cartridge change error was reported with a pump, causing issues for the customer when trying to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted by inspecting components and cleaning the pump's pneumatic tap area. Despite these efforts, loading attempts were unsuccessful, and the issue persisted even after escalated troubleshooting. Consequently, a replacement pump was provided to the customer, and the used cartridges were replaced as part of the agreement. The customer acknowledged the guidance on returning the faulty pump and preparing it for shipment, while also understanding the steps required upon receiving the new device.